Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine (unknown concentration at 0.601 mg/day) and morphine (unknown concentration at 1.502 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was on vacation and missed a refill appointment. The caller stated that the personal therapy manager (ptm) was displaying the error code 8286. It was noted that the patient contacted to hcp and an appointment was scheduled for (B)(6) 2019. No symptoms were reported. The caller was provided additional hcp contacts. No further complications have been reported as a result of this event.